Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was observed to have a broken cable. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.